Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports a female patient had a dialysis catheter implanted on march 9, 2012. On october 16, 2012 after a 2 hour dialysis treatment, the catheter was lifted for cleaning at which time there was air aspiration over the blue side. A leak was seen at the junction from the hard plastic part proximal to the tube. The catheter was clamped off to avoid an air embolism. The pt was dialyzed with revered polarity. During the night, the catheter cracked apart proximal of the clamp. The physician attached a new clamp to the small section of catheter which was still protruding from the skin. On (B)(6) 2012 the catheter was pulled and replaced. As of (B)(6) 2012, the pt is currently recovering at the clinic.

Manufacturer narrative:
(B)(4). An investigation is currently on the way. Upon completion, the results will be forwarded.